Manufacturer narrative:
The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Final analysis indicated that the device was functioning normally. Patient indicated skin irritation and requested removal of device. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented to the clinic with skin irritation. The physician decided to explant the implantable cardiac monitor. There was no patient consequences reported.